Manufacturer narrative:
The lot number was not provided; therefore, a review of device history record (DHR) could not be performed. The device was not returned for evaluation; therefore, the product analysis could not be performed and the alleged product issue cannot be verified. If additional new information is received, microvention inc. Will submit a supplemental report.

Event description:
It was reported that the embolization coils were used to treat a patient with a pre-ruptured posterior communicating (pcom) aneurysm branching from the neck of the internal carotid-posterior communicating artery (icpc), where multiple coils were implanted. The aneurysm was approximately 10mm in size and relatively spherical in shape. Approximately two weeks after the initial treatment, the patient complained of headache. Contrast enhanced CT on (B)(6) 2017 revealed swelling of the brain around the treated aneurysm. In a follow-up examination between 6 months and 5 years after the coils implantation procedure, the patient reportedly developed oculomotor nerve palsy caused by aneurysm enlargement due to metal allergies. Upon questioning the patient, it was discovered that the patient had experienced a rash from pierced earrings. The physician, therefore, suspected that the patient had a platinum allergy. A craniotomy was performed on (B)(6) 2017 to remove all the implanted coils and aneurysm clipping surgery was performed. Subsequently, the oculomotor nerve palsy subsided and the patient reportedly has recovered.